Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the device failed to deploy. A second device was used to achieve hemostasis. No additional information was provided.

Event description:
Additional information was received: a second proglide was returned and appeared to have been used and a potential device malfunction was observed. Follow-up information reported that it could have been used in the same procedure; however, no specific device malfunction was reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to deploy was not confirmed. However, factors that may contribute to failure to deploy include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report number.h6: device code 2983 was removed